Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 7 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the cover is loose.

Event description:
It was reported that during use with 7 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the cover is loose.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose stoppers or stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of loose stoppers or stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10